Event description:
It was reported by a company representative that while at a patient's clinic visit high impedance was identified on the generator. The patient does not report any adverse events such as pain or discomfort associated with the high impedance. The patient reported she has not been feeling stimulation for the last few months. The device has previously shown low battery warnings, but high impedance was not found before. Follow-up from the company representative who attended the surgery provided the explanted devices were discarded, and the lead was removed in pieces per the surgeon. Additional relevant information has not been received to-date.

Manufacturer narrative:
Relevant tests, corrected data: the systems diagnostics data was inadvertently provided incorrectly, and was intended to be provided as: (B)(6) 2017 (systems diagnostics): communication - ok / output current - limit / lead impedance - high / impedance value - (dcdc code ¿ 7) / battery status - near end-of-service.